Event description:
It was reported that the stent prematurely deployed and became stuck on wire. A 6 x 100 x 130 innova self-expanding stent was used for endovascular surgery. During the procedure, the stent was inserted, but it self-deployed prior to the correct position. During device removal, the device became stuck on the wire and was difficult to remove. There was no patient complications as a result of this event.